Event description:
It was reported that at 19,510 joules while using the surgical fiber during a prostate procedure, the laser system continuously reverted to standby mode; the fiber was replaced and the case continued using a second fiber. At 103,653 joules while using the second fiber, the system again continuously reverted to standby mode. The case was completed using an alternate procedure (turp). There was no injury to the patient reported. This report is for the second surgical fiber.